Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment, and aggravation of preexisting condition" and "these injuries were not present before the implantation the mesh product." The description does not clearly define which of the mesh devices ( non-bard/davol c-qur mesh, bard/davol composix e/x mesh, or both) allegedly caused the patient's ongoing pain. Medical records were not provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Attention noted to dates provided. The alleged implant date of the non-bard/davol c-qur mesh ((B)(6) 2013) takes place after the alleged explant of non-bard/davol c-qur mesh and implant of the bard/davol composix e/x mesh ((B)(6) 2010). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent a hernia repair procedure to introduce a hernia mesh product into the patient's peritoneal cavity to reinforce tissue affected by the hernia. As reported, the hernia mesh product, manufactured by atrium corporation, was used for the patient's surgery, specifically, a non-bard/davol c-qur mesh positively identified on surgical and operative reports prepared by the surgeon, was implanted into the patient. On (B)(6) 2010: the patient underwent a subsequent removal surgery to remedy the previous hernia repair due to a complications and failure of the non-bard/davol c-qur mesh. As reported, specifically the patient has an incarcerated colon where there were a lot of omental adhesions up from the old hernia site and a defect that appeared to be inside the old non-bard/davol c-qur mesh. As reported, the surgeon then implanted the bard/davol composix e/x mesh. As reported, to this day, the bard/davol composix e/x mesh remained implanted in the patient. It is alleged that the patient has experienced and continues to experience debilitating abdominal pain which contributes to her inability to eat without experiencing severe pain. As reported, furthermore, the patient continues to and will experience extreme difficulty when digesting nutritional substance ever since procedure and hernia mesh implant and these injuries were not present before the implantation the mesh product. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment, and aggravation of preexisting condition due to the alleged defective hernia mesh products.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the expiration date for the composix ex device.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent a hernia repair procedure to introduce a hernia mesh product into the patient's peritoneal cavity to reinforce tissue affected by the hernia. As reported, the hernia mesh product, manufactured by atrium corporation, was used for the patient's surgery, specifically, a non-bard/davol c-qur mesh positively identified on surgical and operative reports prepared by the surgeon, was implanted into the patient. On (B)(6) 2010: the patient underwent a subsequent removal surgery to remedy the previous hernia repair due to a complications and failure of the non-bard/davol c-qur mesh. As reported, specifically the patient has an incarcerated colon where there were a lot of omental adhesions up from the old hernia site and a defect that appeared to be inside the old non-bard/davol c-qur mesh. As reported, the surgeon then implanted the bard/davol composix e/x mesh. As reported, to this day, the bard/davol composix e/x mesh remained implanted in the patient. It is alleged that the patient has experienced and continues to experience debilitating abdominal pain which contributes to her inability to eat without experiencing severe pain. As reported, furthermore, the patient continues to and will experience extreme difficulty when digesting nutritional substance ever since procedure and hernia mesh implant and these injuries were not present before the implantation the mesh product. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment, and aggravation of preexisting condition due to the alleged defective hernia mesh products.

Event description:
As was originally reported on 02/2018: on (B)(6) 2013: the patient underwent a hernia repair procedure to introduce a hernia mesh product into the patient's peritoneal cavity to reinforce tissue affected by the hernia. As reported, the hernia mesh product, manufactured by atrium corporation, was used for the patient's surgery, specifically, a non-bard/davol c-qur mesh positively identified on surgical and operative reports prepared by the surgeon, was implanted into the patient. On (B)(6) 2010: the patient underwent a subsequent removal surgery to remedy the previous hernia repair due to a complications and failure of the non-bard/davol c-qur mesh. As reported, specifically the patient has an incarcerated colon where there were a lot of omental adhesions up from the old hernia site and a defect that appeared to be inside the old non-bard/davol c-qur mesh. As reported, the surgeon then implanted the bard/davol composix e/x mesh. As reported, to this day, the bard/davol composix e/x mesh remained implanted in the patient. It is alleged that the patient has experienced and continues to experience debilitating abdominal pain which contributes to her inability to eat without experiencing severe pain. As reported, furthermore, the patient continues to and will experience extreme difficulty when digesting nutritional substance ever since procedure and hernia mesh implant and these injuries were not present before the implantation the mesh product. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment, and aggravation of preexisting condition due to the alleged defective hernia mesh products. Addendum based on medical records received: on (B)(6) 2013 - the patient was diagnosed with a ventral/incisional hernia and underwent a laparoscopic reduction of incarcerated colon and a laparoscopic ventral hernia repair with implant of a non-bard davol c-qur mesh (atrium medical) using a non bard davol tacking device (covidien). On (B)(6) 2016- the patient was diagnosed with a symptomatic incisional hernia and underwent a laparoscopic ventral hernia repair with implant of a bard/davol composix e/x mesh.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional patient and medical information. It was originally reported that the composix ex mesh device was implanted on (B)(6) 2010, however, medical records provided indicate that a composix ex mesh was implanted on (B)(6) 2016. With the information provided it, we are identifying the composix ex mesh implanted in the 2016 procedure as the composix ex mesh that was allegedly implanted in 2010. With the current information provided, the conclusion for this file remains inconclusive.